Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. The initial hcg + b result was 10,000 miu/ml with a data flag. The operator on duty had requested an auto 1:100 dilution before leaving for the day. A different operator came in when the shift changed and reported out the diluted result of 10 miu/ml with a data flag. This result was questioned by the patient¿s physician since the patient is pregnant. On (B)(6) 2016, the sample was repeated with a 1:100 dilution on the e411 analyzer and the result was 24419 miu/ml. An aliquot of the sample was also sent to another laboratory and tested on an abbott architect where the result from a 1:15 dilution was approximately 25000 miu/ml. The initial and repeat results are believed to be correct. No adverse event was reported. The hcg + b reagent lot number was 15654203 with an expiration date of 09/30/2017. Calibration and quality control (qc) results from the day of the event were acceptable. The humidity in the laboratory at the time of the event was about 14%. The customer was advised that the relative humidity in the laboratory should be 20%. The field service engineer (fse) visited the customer site. The customer did not use rack adapters with 13 mm tubes. The system was checked and no issues were identified. Instrument tests were within specification. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Based on the information that was provided, an instrument issue is not suspected. Since calibration and qc were acceptable, a reagent issue is not suspected. The sample was centrifuged for 3.5 minutes at 4,000 rpm. The required centrifugation time is either 10 minutes between 1,300-2,000 g or 5 minutes at 3,000 g. Insufficient centrifugation can lead to erroneous results. Potential root causes may be related to insufficient centrifugation or that the customer did not use rack adapters for 13 mm tubes. Additional root causes for this event may be sample quality and insufficient maintenance.